Event description:
It was reported that after the patient bumped into something, the device was pushed in and then the device "moved back again." There were no signs of trauma. The device remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).